Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the gauze was not holding up and tearing in the corner.

Manufacturer narrative:
Evaluation summary: the product was not returned, however, a picture was provided by the customer for analysis. This device had not been used in the treatment or diagnosis of the patient. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. The product in the picture did not meet specification. Visual inspection found the cotton was slightly fraying in one corner. The reported condition was confirmed. The investigation of the picture found the cotton was fraying in one corner. The picture showed that the cotton had been unfolded. The corner may have gotten caught on something sharp. The investigation identified the root cause of the reported event to be unfolding and manipulation by the customer. According to the directions for use (dfu), the gauze sponges are made with natural cotton and may produce lint or fibers when unfolded or manipulated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.